Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown but confirmed that the patient¿s implantable neurostimulator (ins) was revised to a new placement location. Patient symptoms of pain at the ins site were also confirmed. It was also noted that hospitalization was not required for the event. Reprogramming of the ins was performed on (B)(6) 2013 following the revision. The patient outcome was reported as no injury.

Event description:
It was reported the patient was uncomfortable with the positioning of the internal battery. It was unknown when the patient started feeling uncomfortable. About a week later, it was stated the impedance checks showed high impedances. It was unknown it x-rays were done. Aside from the impedances there was nothing abnormal. It was stated that the implant site was moved and one lead was replaced. It was unknown how the patient was doing, but they were under the office¿s care. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Device was used for an off label indication. The indication the device was used for was ezw. Concomitant medical products: product ID: 7439, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient . Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v003389, implanted: (B)(6) 2006, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v000226, implanted: (B)(6) 2006, product type: lead. (B)(4).